Manufacturer narrative:
To date, the device invlolved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The screwing system at the middle of the device doesn't operate properly, the system did not lock at the nob. The device was in contact with the pt but there was no pt injury. The event did not lead to an increase in surgery time. Add'l info has been requested.